Event description:
It was reported the pt has not charged or used his scs system in approx two years. The pt stated he is unable to communicate with his scs ipg and external devices. The pt stated his pt programmer displays a communication error. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.